Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mj2948, and no non-conformances were identified.

Event description:
It was reported that the patient underwent a gynecological uterine fibroid procedure on (B)(6) 2019 and suture was used. The needle broke during use. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). It was reported performance needle breakage. A failed suture needle was submitted for fractographic evaluation. The component was identified as product code vcp345h. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was predominately intergranular, which is evidence of a brittle failure. This was a non-ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure.